Manufacturer narrative:
Ipg is no longer reportable.

Event description:
Additional information revealed that the ipg is still operable. No allegations against this ipg.

Event description:
It was reported that the patient's ipg was unable to be set to MRI mode, possibly due to the ipg being inoperable. In turn, surgical intervention may take place to address the issue.